Event description:
It was reported the patient had her artificial bowel sphincter (abs) cuff removed and replaced due to fluid loss from a small hole in the abs cuff.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.